Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing at pinch valve (vl42). The fse replaced the tubing and cleaned the vacuum trap which resolved the leak at the manual probe and the pressure noise from the main diluter. The fse then performed verification of the instrument and the instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported less than 1 ml of fluid leaked from the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer stated the manual backwash was producing a loud noise. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.